Manufacturer narrative:
(B)(4). Concomitant medical devices: zimmer ref 00620205622 lot 64107941 tm shell 56mm; zimmer ref 00625006525 lot 64213160 screw 6.5x25mm; zimmer ref 00625006525 lot 64296960 screw 6.5x25mm; zimmer ref 00785001400 lot 64061292 versys stem 135mmx14; zimmer ref 00785901300 lot 64163447 versys distal centralizer 13mm; zimmer ref 00877503601 lot 2976717 biolox head 36mm-3.5. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent left total hip arthroplasty. Subsequently, the patient was revised approximately 1.5 years later due to recurrent dislocations. During the revision, the head and liner were replaced without complication. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: the patient underwent a revision procedure due to recurrent dislocations. Follow up records stated that the patient dislocated after bending down to pick something up off the floor. The left wrist sustained a fracture when the patient dislocated her hip the first time. Surgeon states patient is likely to have recurrent dislocations due to previous dislocations and severe degenerative changes and scoliosis in her lumbar spine. During the revision procedure, multiple areas of fluid collections with cloudy white fluid containing particulate debris were observed upon opening the would. The scar tissue was debrided. Liner and head were replaced with new zimmer biomet products. No other findings/complications related to the event were noted. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.